Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out due to eri, externalized conductors were observed under fluoroscopy. The lead was capped.